Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02786. Additional information received indicated the reported issue occurred with patient's left drg lead and not the right drg lead. Patient's lead was also noted to have migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy was established post-operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02786. It was reported the patient lost effective therapy on patient's right side. Diagnostics discovered multiple contacts with high impedance on patient's right lead. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.